Event description:
It was reported that the patient's device did not work after surgery due to surgeon using electrocautery. The device was replaced.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3887-33, lot# j0012758v, implanted: (B)(6) 2000, product type lead. (B)(4).